Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing and short v-v intervals.  It was also reported that far field r-wave (ffrw) oversensing was noted on the atrial channel. The rv and right atrial (ra) leads remains in use. No patient complications have been reported as a result of this event.